Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) at l4-l5 in which rhbmp2/acs was used. Per voluntary medwatch report number mw5028380, "I had the infuse implanted during my surgery which has caused me serious problems I including pain, major nerve injuries, and physical limitations."